Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was unable to replicate the reported issue. However, multiple error codes were present in the memory log. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker replaces the user interface pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed user interface pcba assembly and determined that the cause of the reported issue was due a cracked and shorted capacitor designator c181.